Event description:
While changing the concentration of hydromorphone, a catheter tip obstruction was suspected. It was not possible to inject through the catheter access port. It was also stated that the pump was not responding to telemetry; "it was noticed before that the system was not working correctly." The system remained in place. The patient did not need the therapy anymore; he was getting physiotherapy and massage for chronic pain control. The patient's outcome was reported as "ok". No further information was available.

Manufacturer narrative:
(B) (4).